Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the connection between the cassette and the catheter extension set. The patient reported receiving an air detected in cassette alarm during drain two of four of treatment and the treatment was cancelled. The patient was advised to start the treatment over with new supplies. Upon follow up, the patient stated they noticed bubbles in the patient line of the cassette near the connection to the catheter extension set. The patient confirmed the fluid leak occurred from the connection between the patient line and the catheter extension set. The patient stated the cause of the leak was unknown. The patient stated that they were prescribed prophylactic antibiotics, and the extension set was changed. The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they did not complete treatment following the event, however performed a manual drain after the extension set was changed. The patient stated they have been able to continue their pd therapy with no further issues. The cassette was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual sample was returned to the manufacturer for physical evaluation. The sample was returned without the original package. During the visual inspection a crack was observed in the patient end connector; the clear body (trigger). In addition, the samples were tested during drain 0 it was received a cycler message alarm ¿air detected in cassette¿ and it was found a leak from the clear body patient connector (trigger). The lines were removed from the cycler and the component was visually inspected. The reported event was confirmed during sample evaluation. The device history record (DHR) of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved was released meeting specifications. There is no recall associated with this complaint file.